Event description:
It was reported that a peritoneal dialysis (pd) patient has felt an electrical current for the past week. The patient has been on manuals to complete treatments. Upon follow up, the peritoneal dialysis registered nurse (pdrn) could not confirm the previous electrical current events. The pdrn stated that there was no burning smell, melting, smoke, spark, or flame reported to the clinic. The pdrn stated there was no harm to the patient or patient contact because of the malfunctions. Additionally, the pdrn stated the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported events. Additional information was requested, however it was not available.

Manufacturer narrative:
Correction: h6 health effect impact code.

Event description:
It was reported that a peritoneal dialysis (pd) patient has felt an electrical current for the past week. The patient has been on manuals to complete treatments. Upon follow up, the peritoneal dialysis registered nurse (pdrn) could not confirm the previous electrical current events. The pdrn stated that there was no burning smell, melting, smoke, spark, or flame reported to the clinic. The pdrn stated there was no harm to the patient or patient contact because of the malfunctions. Additionally, the pdrn stated the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported events. Additional information was requested, however it was not available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door, on the safety clamp, and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The catch-post hipot test, patient hipot test, and current leakage test were performed using the power cord returned with the cycler and passed. A simulated therapy was initiated and completed without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test, load cell verification testing, mushroom head checks passed. All electrical testing passed, no evidence of shock or ¿a zap¿ was present. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. No evidence of physical or thermal damage on the cycler¿s internal components encountered during the internal inspection. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has felt an electrical current for the past week. The patient has been on manuals to complete treatments. Upon follow up, the peritoneal dialysis registered nurse (pdrn) could not confirm the previous electrical current events. The pdrn stated that there was no burning smell, melting, smoke, spark, or flame reported to the clinic. The pdrn stated there was no harm to the patient or patient contact because of the malfunctions. Additionally, the pdrn stated the patient is continuing with peritoneal dialysis on a replacement cycler without issue and without reoccurrence of the reported events. Additional information was requested, however it was not available.